Event description:
It was reported that while placing a bravo ph monitor the capsule would not attach to the patient's esophagus. The capsule was retrieved from the stomach. It was noted that the capsule trocar needle did not advance. No injury to the patient was reported.